Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. It was not reported if treatment was rendered for the peritonitis event. At the time of this report, the patient remained hospitalized and was recovering from the event. Physioneal therapy was ongoing. No additional information is available.